Manufacturer narrative:
Feb. 25, 2011. This event concerns a device that was mfg and used outside the united states. Analysis is pending.

Event description:
The ICD involved in this report was interrogated upon scheduled f/u on (B)(6) 2011. Reportedly, the physician observed that several atp therapies have been recorded in the implant memories (in arrhythmia and therapies history panel), however, no episode was recorded in holter memories (aida).